Manufacturer narrative:
Additional information: date of event, concomitant medical products, and adverse event problem. Additional information received by smiths medical on 11-oct-2019. It was reported that the event occurred while in use with patient on (B)(6) 2019. The patient did not receive medication and product fault did not cause patient injury. Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lens. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional/accuracy testing were performed. The customer concern " pump not delivering medication" could not be confirmed. According to the investigation, the unit is pumping as programmed with accuracy. No further action required for primary concern. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd-solis pump was not delivering medication. There was no reported adverse events.